Event description:
It was reported that the pump was hot and that traces of a battery leak are visible in the battery compartment and the battery appeared melted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.